Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'overheat' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. The device was deemed unserviceable due to procedural limitations and a new device was sent out to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum v9 wireless battery module had over heated. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.